Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 137 mg/dl. Customer's current blood glucose is 489 mg/dl. The customer was not treated because of he believed the pump was treating him. Customer reported that they have a backup plan. The customer was explained the 2 high blood glucose rule. The customer declined to perform the high pressure test. Customer stated that she is going to manually treat until she can speak to trainer. Customer was advised to treat.